Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This patient experienced a hematoma. Incision was well approximated with no redness, drainage or swelling noted. Patient was leaving on an extended vacation out of the state. Patient was advised to continue to watch for signs of infection and size of hematoma and to present to the ER if it is enlarging. Should additional information become available this file will be updated.